Event description:
It was reported that during system setup, after initial power-up and pressing the launch button on the touchscreen, the system displayed an excessive force error on the robotic arm. The force-torque sensor cable appeared intact. After a reboot, the system operated but drifting was observed in collaborative mode. The force-torque sensor was calibrated and the cable was not in an unusual position. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign; event occurred in czech republic. Complaint can be confirmed through the returned product analysis. The investigation logs provided were analyzed by a subject matter expert (sme). The logs provided for investigation confirmed the reported errors at launch and excessive force on the robotic arm. The following could be seen in the logs: launch 1: robotic error at launch. No communication between the hsdk pc and the controller. No apparent error on the controller side, hsdk pc logs indicate the communication failure. Launch 2: robotic error at launch. No communication between the hsdk pc and the controller. No apparent error on the controller side, hsdk pc logs indicate the communication failure. Launch 3: force sensor calibration at boot up: 3.0n, force sensor calibration at setup: 1.1n. Forces around 17-18n in z when moving the robot in automatic mode during cut flows while forces around 0n are expected. Forces higher than expected in automatic mode can be a sign that drifting could occur later on in collaborative mode. There was no indication in the logs that a software defect or anomaly caused or contributed to the observed error. Physical and technical evaluation was performed by a field service engineer (fse) on april 1, 2025. The fse replaced the ft sensor cable and hsdk interface, correcting the drifting issue. The rosa platform was then tested and found ready for clinical use. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.